Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a revision surgery occurred, due to pain and effusion intra articular and pseudo tumor peri articular trough a hypersensitivity reaction.